Manufacturer narrative:
(B)(4) no longer applies to this event. (B)(4) applies to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Product analysis determined that the pump connector on the model 8780 catheter was damaged during the explant procedure. Product analysis determined that there was a reservoir access issue due to residue on the inside of the pump during or after the internal decontamination process. Pump activity logs obtained during product analysis determined that the patient was receiving dilaudid (concentration: 10.0 mg/ml; daily dose: 0.500 mg) and bupivacaine (concentration: 25.0 mg/ml; daily dose: 1.249 mg) at the time of the event. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-07. It was reported that the pump and catheter were removed on (B)(6) 2017 and was returned to the manufacturer. The patient's concomitant medications were unable to be obtained by the manufacturer. The patient's status at the time of this report was stated as "alive - no injury."

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient was having the pump removed. The patient stated ¿it¿s defective¿ and they¿ve ¿had so many problems with it.¿ when asked to clarify problems, the patient stated ¿it¿s displaced out of my spine¿ and ¿they can¿t turn it off because the medication is making me sick.¿ the patient didn¿t like that they couldn¿t stop the pump, so a little medication was still being delivered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.